Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. Customer wanted to troubleshoot for sensor. The insulin pump suspended due to differences in blood glucose level and sensor glucose level. The product was not returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with sensor glucose and blood glucose in acceptable range. Device received with the low suspend alert functioning properly. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, broken belt clip rails, faded serial number label, cracked retainer, corroded battery tube and minor scratches on lcd window.